Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal menstrual bleeding/ prolonged menses") in a 37-year-old female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bunion. Concomitant products included fluconazole (diflucan) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced defaecation urgency ("sudden urgency and inability to evacuate") and gastrointestinal motility disorder ("sudden urgency and inability to evacuate"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced weight increased ("weight gain/loss: gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). In 2016, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal):recurring urinary tract infections"), fungal infection ("yeast infections"), mood swings ("psychological or psychiatric problems: mood swings"), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy), surgery (she underwent total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, defaecation urgency, gastrointestinal motility disorder, urinary tract infection, migraine, nausea, mood swings, anxiety, depression and weight increased outcome was unknown, the abdominal pain, menorrhagia, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, fungal infection and headache had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, defaecation urgency, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal motility disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on feb-2014, she medical treatment regarding the aforementioned symptoms.however, removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full tubal occlusion on (B)(6) 2014, hysterosalpingogram confirmed that no evidence of contrast spillage into the peritoneal cavity bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal menstrual bleeding/ prolonged menses") in a 37-year-old female patient who had essure (batch no. B53032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced defaecation urgency ("sudden urgency and inability to evacuate") and gastrointestinal motility disorder ("sudden urgency and inability to evacuate"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced weight increased ("weight gain/loss: gain"). In (B)(6) 2016, the patient experienced migraine ("migraines"). In 2016, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal):recurring urinary tract infections"), fungal infection ("yeast infections"), mood swings ("psychological or psychiatric problems: mood swings"), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy), surgery (she underwent total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, defaecation urgency, gastrointestinal motility disorder, urinary tract infection, migraine, nausea, mood swings, anxiety, depression and weight increased outcome was unknown, the abdominal pain, menorrhagia, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage, fungal infection and headache had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, defaecation urgency, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal motility disorder, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she medical treatment regarding the aforementioned symptoms. However, removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full tubal occlusion. On (B)(6) 2014, hysterosalpingogram confirmed that no evidence of contrast spillage into the peritoneal cavity bilaterally. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs and medical record received, lot number, reporter information, patient details, lab data, product information, events- pain, abnormal bleeding (vaginal), fatigue, sudden urgency, inability to evacuate, infection (bladder/urinary tract/vaginal):recurring urinary tract infections, yeast infections, migraines, headaches, psychological or psychiatric problems: mood swings, anxiety, depression, weight gain/loss: gain, lower abdominal pain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2014, she medical treatment regarding the aforementioned symptoms. However, removing of the essure coils also required removal of her uterus, cervix, and bilateral fallopian tubes. Diagnostic results: on (B)(6) 2014, hysterosalpingogram confirmed that her essure coils were properly placed and her fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.